Event description:
It was reported that the customer was experiencing high blood glucose. The reported blood glucose reading was 19.2 mmol/l. The customer's mother stated that the no delivery alarm on the insulin pump was not working. Troubleshooting could not be performed at the time of the report. The customer's mother was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.